Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da-vinci assisted surgical procedure the monopolar curved scissors instrument could not be closed properly. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 23-apr-2026: it is unknown if the issue caused a delay in the procedure or if a fragment fell into the patient.